Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis have been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. Customer's blood glucose reading was 190 mg/dl. Customer stated they were unable to rewind the insulin pump. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.